Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling. Evaluation revealed that all of the keypad buttons were unresponsive. The keypad cover was removed and contamination was observed under all of the key contacts. Also, the ok keypad button contact was found to be damaged and had poor spring-back. Unrelated to this complaint, the display screen was dim and discolored. Also unrelated to this complaint, the battery compartment was found to be cracked. Furthermore, the battery cap was observed to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.